Event description:
It was reported that a patient underwent a right atrial flutter ablation with a soundstar catheter and the patient experienced abdominal hematoma, arterial fistula and possible perforation that required surgical intervention (coil placement). It was reported that post-right atrial flutter rf ablation, while advancing the soundstar catheter, the patient suffered an abdominal hematoma and arterial fistula, possible perforation. The patient had complex anatomy, this was the reason for utilizing the soundstar intracardiac echo (ice) catheter post-ablation, the physician wanted to check the cavotricuspid ishmus (cti) line anatomy. As they were advancing the catheter, using left venous access to the inferior vena cava (ivc), the physician could not advance the catheter past a "lower branch" of the venous anatomy. It "looked like they were stuck in a side branch." After some effort, the physician was able to advance the soundstar into the right atrium to obtain images and collect cartosound contours. Once completed, after removing catheters and undraping the patient, the abdominal hematoma was noticed. Interventional radiology (ir) was summoned and an arterial fistula was diagnosed, believed to be caused by the soundstar. At the time of the call, the patient was receiving a "coil" for intervention. They were stable but with low blood pressure. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The adverse event was assessed as MDR reportable under the soundstar catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).